Event description:
It was reported the patient experienced ineffective stimulation. As a result, she stopped using her scs system. The sjm representative confirmed the autoreduction. Also, diagnostics determined invalid impedances on the lead. The sjm representative was not able to resolve the issue with reprogramming. It was also reported the patient experienced a fall. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.